Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device emitted a burnt smell from inside the case upon power-on¿ was confirmed through visual inspection. The hotline had a burning smell and visible charring on the main printed circuit board (pcb) upon inspection from the "line" to the heater. Root cause analysis initially pointed to the probable cause being a faulty heater. Device was submitted for further analysis but was unable to determine an internal failure within the heater. The problem was unable to be replicated during testing and functionality was restored to the hotline when a replacement pcb was installed. The device was deemed beyond economical repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device emitted a burnt smell from inside the case. Reporter stated the event occurred upon power on. There was no patient involvement.